Event description:
Patient was transferred from subacute care to long-term care (ltc) due to a major stroke he suffered after lvad (left ventricular assist device) exchange. The patient is hemiplegic and is not capable of managing his lvad independently. The ltc facility is lvad-trained. The narrative below refers to lvad engineer's contact with ltc facility and subsequent follow-up: received page from answering service at 23:44 with message "vad alarming, doing CPR". Connected to ltc facility. Information was "we are doing CPR, we want to know how to stop the vad alarms". Over course of 25 minute conversation, ltc facility staff members unable to provide information about whether vad was functioning, current parameters, alarms, etc. Continuous alarm consistent with high priority heartware alarm audible in background. Only information lvad engineer received was that patient asked to be placed on ac main's power for sleep, during power transition patient "felt dizzy" and "we started CPR". Patient left with ems. Patient arrived at emergency department. Cardiothoracic surgery providers performed controller exchange. Vad functioning appropriately on new controller. Controller previously connected to patient had damage to bilateral power connectors, making it unusable and meaning vad was without power/not functioning much or all of the time while connected to the controller. Per report from emts, they switched patient to this controller as was disconnected from primary controller when they arrived. Controller is patient secondary unit; primary was not returned with patient. On interrogation, this controller was found to have clock off by -1 hour from current time. With time adjusted, log shows controller on, but pump not connected/not running on this unit starting at 22:36. This controller begins to power the pump at 23:52, but four recurrent pump stoppages/power disconnects are noted between 00:07 and 00:44 indicating pump off for indeterminate amount of time in this interval. This controller has been sequestered for analysis & will attempt to obtain primary unit from ltc facility. Patient currently has appropriate vad parameters and appropriately functioning primary and backup equipment. The primary controller was retrieved from ltc facility. That controller was also found to have damage to both power connectors, rendering it incapable of powering the lvad. Analysis of both controllers and the controller supplied to the patient on admission reveal that the pump was off for at least 26 minutes, and possibly as long as 92 minutes. Damage to both controllers is consistent with inappropriately forcing the power connections.